Manufacturer narrative:
Updated b5, b6, g3, h2 and h6.

Event description:
Additional information received. The patient fully recovered after treatment.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day post-implantation of an intraocular lens (iol) into the right eye, the patient experienced 3+ flare, 3+ cell, hypopyon and fibrin in that eye. The patient was referred to a retina specialist where an injection of 1mg of vancomycin and 0.05 ceftazide was administered. They were prescribed predforte every 1 hour and ofloxacin every 2 hours. The results of the culture were negative for bacteria. Patient outcome was reported to be good with the surgeon suspecting the patient had toxic anterior segment syndrome (tass).